Event description:
It was reported that during pulmonary vein isolation (pvi) with pulse field ablation (pfa) procedure with a varipulse¿ bi-directional catheter, the experienced a stroke with respiratory muscle training (rmt) performed after the procedure. It was indicated that the patient was asymptomatic. No rmt was completed prior to the procedure; therefore, no baseline is possible. During the procedure, the patient was monitored for micro-bubbles, by a neurologist. The patient was either in typical atrial flutter at time of procedure or had persistent (af) atrial fibrillation. The reporter is unable to determine the type of arrhythmia at the time of reporting. Anti-coagulation was monitored during the procedure and the activated clotting time (act) level of 350 was maintained, as per protocol. There was no baseline from the patient to compare and determine if the procedure / device was the cause. Additional information was received, and it was indicated that there were signs of stroke on computed tomography/magnetic resonance tomography (CT/mrt). The patient did not require extended hospitalization because of the adverse event. No catheter exchanges reported, and one transseptal puncture site performed. No intracardiac echocardiography (ice) was used for this procedure, and cerebrovascular monitored during the entire procedure. There were no observations noted in terms of intracardiac excessive microbubbles observed via ultrasound, nor excessive impedance errors noted during the case. Flow rate before and during ablation was 4ml/min. Pre-ablation thrombus check was performed with trans(o)esophageal echocardiogram (toe/tee) on the day of the procedure. The patient did not have anatomical abnormalities. The event occurred after the new procedure (not a re-do) and cannot specify the exact time frame (between hours to a few days post-procedure). The patient was asymptomatic of neurovascular symptoms post procedure. No further evaluation has occurred to determine patient status at the time of reporting. There were no catheter nor sheath exchanges noted. Activated clotting time (act) level above 350 sec was maintained, with 20-minute interval monitoring. It is unknown if the patient had a history of stroke, hence why the physician said that he does not know if it was caused by the varipulse¿ procedure. No ablation was performed outside of the pvi. No previous computed tomography (CT) scan or magnetic resonance imaging (MRI) were noted.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that during pulmonary vein isolation (pvi) with pulse field ablation (pfa) procedure with a varipulse¿ bi-directional catheter, the experienced a stroke with respiratory muscle training (rmt) performed after the procedure. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that the patient was treated for either persistent afib (psaf) or typical atrial flutter. The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).